Event description:
Could not bend the knee or walk [joint range of motion decreased]. Knee was swollen [knee swelling]. Knee was painful/ 10 out of 1-10 [knee pain]. 40 cc off the left knee and 30 cc off the right knee [joint effusion]. Knee felt tight [stiff knees]. Case narrative: initial information received from united states on 08-jun-2018 regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) female patient whose knee felt tight (same day) knee was swollen and painful/10 out of 1-10, couldn't bend the knee or walk could not bend the knee or walk (latency: 1 day) and drained 40 cc off the left knee and 30 cc off the right knee (latency: few days), while she using with the use of medical device synvisc one. The patient's past medical history included hip arthroplasty (in (B)(6) 2007 with prior to (B)(6) 2017 knee injections), copd, heart attack (2 years ago) and myocardial infarction (in (B)(6) 2016; 2 years ago). The patients past medical treatment included several synvisc one injections (in (B)(6) 2017; 6 months prior). The patient's past vaccination(s) and family history were not provided. Patient was able to bear weight prior to the injection with no support. No previous/concomitant treatment with immune-suppressants and allergy history to avian proteins, feathers, or egg products. Concomitant medications included dofetilide (tikosyn) for cardiac disorder; rosuvastatin for blood cholesterol; losartan for blood pressure measurement; levothyroxine for thyroid disorder; and aspirin [acetylsalicylic acid] for cardiac disorder. On (B)(6) 2017, the patient started using intra-articular synvisc one injection at the dose of 6 ml (lot - unknown for knee pain in both the knees. On the same day by evening patient reported that her knee felt tight. Patient did not experience fever after the injection. The next day, the knee was swollen and painful and patient couldn't bend the knee or walk one day after starting use of synvisc one. It was reported that the swelling couldn't pull up pants leg over knee and patient had to put on shorts. Patient had pain 10 out of 1-10. The physician told her to elevate the knees and ice them. The next day, nothing had changed, so patient went into the office. The physician aspirated and drained 40 cc off the left knee and 30 cc off the right knee. He then gave cortisone injections in each knee and wrapped them. The symptoms resolved almost immediately. Patient recovered 2 days later after cortisone injection. No blood work was done. These events were assessed as medically significant. Final diagnosis was knee was swollen, 40 cc off the left knee and 30 cc off the right knee, knee was painful/ 10 out of 1-10 and could not bend the knee or walk. Patient was not hospitalized. The patient outcome was reported as recovered / resolved in (B)(6) 2017 for all the events. A product technical complaint was initiated on 19-jun-2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: intervention required for all. Additional information received on 19-jun-2018. Investigation summary received, and ptc results added. Clinical course added. Text amended accordingly. Additional information was received on 20-aug-2018 from healthcare professional. Concomitant medications were added. Event of knee felt tight was added. Clinical course was updated and text amended accordingly.